Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but dropping, the control bar was not in the correct position, the control bar was loose, and the throttle lever on/off switch was loose. The motor, control bar, lever, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventive maintenance and was in need of repair. There was no patient involvement. During product evaluation, the device had inconsistent speed. Due diligence is complete and there is no additional information available.